Event description:
The patient stated that the pump fell, and is no longer delivering insulin. The patient stated that screen is cracked, and the drive support cap is loose. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked case on display window corners, missing drive support disk, scratched lcd window, cracked reservoir tube lip, cracked battery threads, severely cracked end cap and cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.